Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer was unresponsive with result of 136 mg/dl obtained on the aviva system. Paramedics were called, and customer tested 36 mg/dl on professional device 30 minutes following result of 136 mg/dl. Customer was treated with an injection (contents unknown) and taken to the hospital (she was discharged later that evening). Requested return of suspect device and replacement was sent.

Event description:
Device issue: stent dislodgement. Adverse event: foreign body/in-patient - retrieved. Onset of adverse event: during the procedure. It was reported that during a procedure of the proximal left anterior descending artery, the rx promus stent dislodged from the balloon prematurely inside the anatomy. An unspecified snare device was used successfully to retrieve the stent from the aorta. A second rx promus 3.0x18 mm was used in the procedure. There was no reported pt sequela. There was no add'l info provided.